Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and the device was reprogrammed. The patient would be monitored. There were no adverse consequences to the patient.